Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to an adult female consumer who had menorrhagia after essure (fallopian tube occlusion insert) insertion. After a hysterectomy for devices removal; she was diagnosed with fallopian tube cancer in the fimbrae of the right tube. Only menorrhagia is listed according to the reference safety information for essure. Abnormal bleeding and menses pattern changes may occur with essure therapy. In this particular case, the consumer reported worsening menorrhagia (despite of having uterine ablation) after essure insertion. Considering event's nature and in the lack of an alternative causality with essure cannot be excluded. Regarding the remaining event; primary fallopian tube carcinoma is an uncommon tumor. Its exact etiology is unknown; however hormonal, reproductive, and possibly genetic factors thought to increase its risk. Considering this information and as essure is a non-drug release device with mechanical action in fallopian tubes; causality is considered unlikely. In addition, the non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this non medically-confirmed, spontaneous case report refers to an adult female consumer who had menorrhagia after essure (fallopian tube occlusion insert) insertion. After a hysterectomy for devices removal; she was diagnosed with fallopian tube cancer in the fimbrae of the right tube. Only menorrhagia is listed according to the reference safety information for essure. Abnormal bleeding and menses pattern changes may occur with essure therapy. In this particular case, the consumer reported worsening menorrhagia (despite of having uterine ablation) after essure insertion. Considering event's nature and in the lack of an alternative causality with essure cannot be excluded. Regarding the remaining event; primary fallopian tube carcinoma is an uncommon tumor. Its exact etiology is unknown; however hormonal, reproductive, and possibly genetic factors thought to increase its risk. Considering this information and as essure is a non-drug release device with mechanical action in fallopian tubes; causality is considered unlikely. In addition, the non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 21-aug-2015. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and fallopian tube cancer ("fallopian tube cancer in the fimbriae of the right tube") in an adult female patient who had essure (batch no. 827300) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for local anesthetic: lidocaine; for an unreported indication: betadine, oral contraceptive nos and toradol. Concurrent conditions included nickel sensitivity. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube cancer (seriousness criterion medically significant) with pelvic pain, rash ("rashes") with skin disorder, fatigue ("debilitating exhaustion"), feeling abnormal ("mental "fog"), alopecia ("alopecia"), weight abnormal ("weight issues") and device expulsion ("passed what I can only describe as a foreign body from my vagina/it appeared to be a pet fiber"). The patient was treated with surgery (uterine ablation on unknown date and hysterectomy on (B)(6) 2015) and surgery (surgery to remove ovaries, all of the lymph nodes and omentum on (B)(6) 2015. Scheduled to chemo). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, fallopian tube cancer, rash, fatigue, feeling abnormal, alopecia, weight abnormal and device expulsion outcome was unknown. The reporter considered alopecia, device expulsion, fallopian tube cancer, fatigue, feeling abnormal, menorrhagia, rash and weight abnormal to be related to essure. The reporter commented: the placement of the essure device was accomplished with 7 coils extending from the right ostia and 5 coils extending from the left ostia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: information about insertion procedure and (lot number 827300) added from medical records company causality comment: this non medically-confirmed, spontaneous case report refers to an adult female consumer who had menorrhagia after essure (fallopian tube occlusion insert) insertion. After a hysterectomy for devices removal; she was diagnosed with fallopian tube cancer in the fimbriae of the right tube. Only menorrhagia is listed according to the reference safety information for essure. Abnormal bleeding and menses pattern changes may occur with essure therapy. In this particular case, the consumer reported worsening menorrhagia (despite of having uterine ablation) after essure insertion. Considering event's nature and in the lack of an alternative causality with essure cannot be excluded. Regarding the remaining event; primary fallopian tube carcinoma is an uncommon tumor. Its exact etiology is unknown; however hormonal, reproductive, and possibly genetic factors thought to increase its risk. Considering this information and as essure is a non-drug release device with mechanical action in fallopian tubes; causality is considered unlikely. In addition, the non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. Upon receipt of medical records a product technical analysis update is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and fallopian tube cancer ("fallopian tube cancer in the fimbrae of the right tube") in an adult female patient who had essure (batch no. Unknown) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for local anesthetic: lidocaine; for an unreported indication: betadine, oral contraceptive nos and toradol. Concurrent conditions included nickel sensitivity. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube cancer (seriousness criterion medically significant) with pelvic pain, rash ("rashes") with skin disorder, fatigue ("debilitating exhaustion"), feeling abnormal ("mental "fog"), alopecia ("alopecia"), weight abnormal ("weight issues") and device expulsion ("passed what I can only describe as a foreign body from my vagina/it appeared to be a pet fiber"). The patient was treated with surgery (uterine ablation on unknown date and hysterectomy on (B)(6) 2015) and surgery (surgery to remove ovaries, all of the lymph nodes and omentum on (B)(6) 2015. Scheduled to chemo). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, fallopian tube cancer, rash, fatigue, feeling abnormal, alopecia, weight abnormal and device expulsion outcome was unknown. The reporter considered alopecia, device expulsion, fallopian tube cancer, fatigue, feeling abnormal, menorrhagia, rash and weight abnormal to be related to essure. The reporter commented: the placement of the essure device was accomplished with 7 coils extending from the right ostia and 5 coils extending from the left ostia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 31-may-2017: the lot number is unknown at this time. The reported lot number is invalid. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0355, awareness date 21-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Consumer reported: I had essure implanted in (B)(6) 2009. I was told that the coils were surgical stainless steel. Immediately after implant the device card was given to my husband. Lt was then that we discovered that nickel is a component; I have a nickel allergy. My doctor had not been told that nickel was a component. The company was called by my doctor and we were then assured that I would most likely not have any issues and that my tubes would scar sooner. No one ever mentioned the skin issues: I have been treated for years with unexplained rashes and skin breakdown. I have had debilitating exhaustion, mental fog, worsening pain, alopecia and weight issues that did not respond to dietary changes and exercise. Over the past 16 months, despite previously having had a uterine ablation, I suffered from worsening menorrhagia. I contacted my gynecologist due to the data that supported known issues with essure and nickel allergies and the menorrhagia. I was scheduled for hysterectomy. The week before my scheduled hysterectomy, I passed what I can only describe as a foreign body from my vagina. I took a picture of it and saved it as a specimen that was submitted on the day of my surgery. When I posted the picture on the essure problems page, I was told by multiple people that had passed similar items that it appeared to be a pet fiber. I cannot prove that but it is described in my pathology report. Upon having my hysterectomy on (B)(6) 2015 it was discovered on surgical pathology that I have fallopian tube cancer in the fimbrae of the right tube. Prior to choosing permanent sterilization I had been on oral bc (birth control) since I was (B)(6). That should have offered me protection from this particular cancer. I am (B)(6), which is not exactly unheard of, but is considered young for cancer of the fallopian tube. This finding required me to have a second and much more extensive surgery to remove my ovaries, all of the lymph nodes from the para aortic through all of the pelvic nodes, and my omentum removed on (B)(6) 2015. Two major surgeries in the span of just over four weeks. I am blessed that all of the specimens from the second surgery are negative for malignancy. However, due to the aggressiveness of my cancer I am scheduled to begin chemo on (B)(6). I have been out of work since (B)(6) 2015. There are no human studies on the effect of nickel that I am aware of, but in animal studies it has been shown to cause cancer. Company causality comment: this non medically-confirmed, spontaneous case report refers to an adult female consumer who had menorrhagia after essure (fallopian tube occlusion insert) insertion. After a hysterectomy for devices removal; she was diagnosed with fallopian tube cancer in the fimbrae of the right tube. Only menorrhagia is listed according to the reference safety information for essure. Abnormal bleeding and menses pattern changes may occur with essure therapy. In this particular case, the consumer reported worsening menorrhagia (despite of having uterine ablation) after essure insertion. Considering event's nature and in the lack of an alternative causality with essure cannot be excluded. Regarding the remaining event; primary fallopian tube carcinoma is an uncommon tumor. Its exact etiology is unknown; however hormonal, reproductive, and possibly genetic factors thought to increase its risk. Considering this information and as essure is a non-drug release device with mechanical action in fallopian tubes; causality is considered unlikely. In addition, the non-serious events were also reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.